Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 600 mg/dl. The customer did not contact the health care provider for high blood glucose. The customer stated that they have a back up plan. The patient was treated for high blood glucose and does feel okay to troubleshoot. The customer was advised to disconnect from the insulin pump. The troubleshooting was performed. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider instructions. The patient was advised that we will sent out a tubing clamp and to call back to continue troubleshooting whey they receive it.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.